Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure for the removal of an old unknown nail expert femoral. It was reported that the device was implanted over twenty (20) years ago. The patient was seen due to a fall that caused tibial fracture and proximal humeral fracture. There was no femoral nail or any other hardware, only the humeral nail (flexnail) plus three (3) locking screws removal due to a traumatic fall and fracture of proximal humerus. Patient had hardware removed and a total shoulder arthroplasty successfully completed. Old synthes humeral flexnail hardware was not damaged and was removed easily. Patient status is unknown. This report is for one (1) unk - screws: locking. This is report 4 of 5 for (B)(4).